Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer discovered that main drawer 4, sub drawer 2, would not close properly when the drawer was shut. Upon removing the back panel, it was visually confirmed that the latch was loose. Subsequently, a field service engineer removed the back plate of the drawer for inspection and found that the screws securing the latch were loose. The screws were reset and tightened, resulting in a successful recovery by the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failed and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.